Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; observed 40 mm dark patch edge material inside gel device, fold creases, deformation, voids between shell and gel, weight within specification. After autoclave cycle was identified: bubbles in gel. Based on the device analysis the final assessment is: no openings found. No issues found related to the manufacturing process.

Event description:
Healthcare professional reported "creases observed during surgery".

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. The device remains implanted.